Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call device giving error code. The customer's blood glucose was unknown at the time of call. Trouble shooting was performed and found compromised force sensor system error. Customer touched the drive support cap and now it was found to be sticking out. Advice to discontinue use of the insulin pump and revert to backup plan. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.